Manufacturer narrative:
Device evaluation results: one cadd ms3 pump was returned for investigation in used condition. The customer reported product problem (lost programming was verified). During testing and inspection, the device was found to have lost programming because the device was unable to hold the programming after 2 days without power from the battery. The aaa batteries should be replaced as soon as possible after the pump gives a low battery notification. This is specified in the operator manual. The pump operated as intended. No fault was found with the device.

Event description:
It was reported that that the cadd ms3 pump lost programming. No patient injury or complications were reported in relation to this event.